Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and low blood glucose event. The customer¿s blood glucose was 46 mg/dl at the time of incident and treated with food. Customer's blood glucose reading was 160 mg/dl at the time of call. Unable to troubleshoot for the low blood glucose due to button error alarm. Customer stated that the insulin pump buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent act button due to corroded keypad traces. No button error alarms noted. Device received with operating currents within spec. Device passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device received with minor scratches on case.